Event description:
Information received indicates the left head side rail will not stay up.

Manufacturer narrative:
The technician found the metal plate that covers the side rail latch mechanism was bent, preventing the side rail from staying locked in the raised position. The technician straightened the metal plate to allow the side rail catch/release mechanism to function properly.